Event description:
(B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed one occurrence of system fault 74 indicating a software task fault. The stress test was not able to replicate the reported issue. Visual inspection of the returned product showed no anomalies. Based on all available evidence, the root cause of the one-off occurrence is unknown. It is possible the fault was caused by a software timing issue; however the investigation could not reproduce the fault condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).